Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the device performed as intended. Therefore the exact root cause of the reported issue could not be determined. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that "patient's caregiver observed the led light on ac adapter turned off intermittently while the power cord connection is tight enough with stable electricity supply. Incident was found at home which is supplied with stable electricity. No drop or damage history of the ac adapter. Korean distributor confirmed the intact outer appearance of the ac adapter, power cord and connection port. No foreign object, no crack and no damage was found in the connectors and outer appearance by visual inspection. Connection between power cord and ac adapter is tight. The device was replaced. There was no impact to the patient.